Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
It was reported to a company representative that a patient came to hospital with the femoral stem broken after 5 years from the date of primary surgery. It was mentioned that a revision surgery was performed 2 years ago (apr-2012) for replacing the head, cup and insert. A new revision surgery is scheduled for removing the broken femoral stem.

Manufacturer narrative:
An event regarding a crack/ fracture involving an abgii stem was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: "the stem fractured in fatigue. Discoloration was observed at the location of fracture origin, consistent with contact against a cauterizing iron. Eds showed the stem was consistent with astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded. "Cup malposition in absent anteversion with the impingement risk magnified by the use of a skirted femoral head has contributed to an overload condition in the bearing section of the arthroplasty with ultimately a fatigue fracture in the stem neck area." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the mar carried out on the returned device concluded " the stem fractured in fatigue." And that "no material or manufacturing defects were observed on the surfaces examined". The medical records provided were also reviewed by a clinical consultant which concluded that "cup malposition in absent anteversion with the impingement risk magnified by the use of a skirted femoral head has contributed to an overload condition in the bearing section of the arthroplasty with ultimately a fatigue fracture in the stem neck area" the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported to a company representative that a patient came to hospital with the femoral stem broken after 5 years from the date of primary surgery. It was mentioned that a revision surgery was performed 2 years ago ((B)(6) 2012) for replacing the head, cup and insert. A new revision surgery is scheduled for removing the broken femoral stem.